Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that due to erosion the patient underwent mesh revision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to genuine stress incontinence. The patient experienced pain, erosion, extrusion, bleeding, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient has mesh extrusion on the right of the vagina and a mesh revision was suggested on (B)(6) 2012 due to gross hematuria. (B)(4).

Manufacturer narrative:
(B)(4).